Event description:
It was reported that there was a perforation and a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. The anatomy was noted to be difficult and chicken wing in shape. They attempted both an anterior curve and then a single curve watchman access system (was) for adequate positioning. A 27mm watchman laa closure device was deployed but did not meet release criteria. The device was recaptured. They decided to re-cross the septum in a different position. The physician felt that there was a little extra resistance with the transseptal sheath when the re-cross was performed. After this was performed a perforation occurred. The physician saw a small pericardial effusion both on inter-cardiac echo and transesophageal echo. Ultimately the patient was monitored. Their blood pressure did drop a little bit but there was never a tamponade that occurred. A pericardiocentesis was performed which removed 200cc of blood. After that, there was no more attempt to implant the device because protamine had been given. The physician did not want to heparinize any longer. The procedure was cancelled. The patient was stable following these events.